Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and successfully resumed insulin delivery.